Event description:
It was reported that a patient presented in remote follow up with discomfort. Remote transmission showed that the right ventricular lead exhibited loss of capture. Later chest x-ray revealed that the lead had migrated. The lead was explanted and replaced. The patient was stable.